Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was inadvertently sent with 3005580113-2019-00350 under g9 instead of f2. This follow up 1 3005580113-2019-00350 is being sent as a correction.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.